Manufacturer narrative:
The actual samples were not returned; therefore, a device analysis could not be completed for the actual samples. However, six (6) retention samples were evaluated for leaks. Functional testing revealed no issues for all six (6) samples. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink luer activated valves were leaking at the connector. It was further specified that fluid leakage was identified before "opening it". There was no patient involvement. No additional information is available.